Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the jaws had been disengaged and were not returned with the unit. Engineering attempted to actuate the unit and found that the device was locked out and could not be evaluated for functionality. The root cause of the jaw disengagement is unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has implemented device enhancements intended to further minimize the potential for this type of incident to reoccur. This lot was built prior to the implementation of these enhancements. This document represents our final report.

Event description:
Laparoscopic cholecystectomy - "dr (B)(6) was using the clip applier in a lap chole and an entire piece of the device fell into the patient during use." Patient status - "there was no injury to the patient."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.